Event description:
This report is based on information provided by the philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 indicating that therapy receptacle was damaged. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The biomedical engineer worked with the rse. The therapy receptacle was found damaged. The device needs a therapy receptacle. The receptacle being sent to biomedical engineer for installation. The biomedical engineer is ordering a spare receptacle as backup. No further action is required at this time. Based on the information available and the testing conducted, the cause of the reported problem was a high voltage capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device needs a therapy receptacle. The receptacle being sent to the customer for their installation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the device efficia dfm100 indicating that the green connector is broken inside. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.